Manufacturer narrative:
Consumer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the product.

Event description:
Consumer alleges his humidifier emitted smoke. No injuries or property damages were reported with this incident.